Manufacturer narrative:
Health effects codes. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received: there was no patient injury and no medical intervention.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damaged to the front panel and the tidal volume knob rubbed on the front panel and on the battery compartment. There was no evidence to review in the device's event history log. A relief pressure check was performed and the reported issue was duplicated. The cause of the reported issue was due to the relief alarm pressure was out of calibration. As a result, the relief alarm pressure lock was replaced and recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. D4: UDI (B)(4) g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed pressure relief. Patient involvement unknown.